Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed the heater tray paint was peeling. There were visual indications of dried fluid within the cassette compartment on the pump door, on the top cover, on the pump molded clamp, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post- accelerated stress test (ast) 2hours 15mins 8500ml was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, patient sensor calibration check, temp test, heater calibration test and heater safety test. All heater troubleshooting tests performed. No evidence of heat-related damage or "melting" produced by the returned cycler¿s heater tray was found during testing. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the plastic covering on the heater tray appears like it is melting. Upon follow up, the patient confirmed the reported event, stating that the plastic on the heater tray had experienced heat-related damage. The patient stated the plastic had started to bubble and looked melted. The patient stated the damage was first noticed a few weeks prior to notifying fresenius. The date the event occurred was unknown. The patient confirmed that other than the physical damage to the heater tray, the cycler was working properly without any issues or alarms. The cause of the damage was unknown. The patient confirmed no photos were available. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the plastic covering on the heater tray appears like it is melting. Upon follow up, the patient confirmed the reported event, stating that the plastic on the heater tray had experienced heat-related damage. The patient stated the plastic had started to bubble and looked melted. The patient stated the damage was first noticed a few weeks prior to notifying fresenius. The date the event occurred was unknown. The patient confirmed that other than the physical damage to the heater tray, the cycler was working properly without any issues or alarms. The cause of the damage was unknown. The patient confirmed no photos were available. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return.